Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified a crease fold, calcification, a wear abrasion and an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp opening on the anterior. The fill test inspection was performed, the result was no blockage based on the device analysis the final assessment is: -a sharp opening on anterior side assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and patient's concern with the product. Device remains implanted.